Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of "4 weeks ago from today [(B)(6) 2021]". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that her daughter's freestyle libre 2 reader "was broken from the inside." Due to the reported issue, the customer "was not sleeping well" and required unspecified treatment from non-hcp, and additionally gel tablet from hcp for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.